Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.2, 4.4. Date: (B)(6) 2011, 4.9, 6.2. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.8, lab: 2.81. Pt's therapeutic range: 2.0 - 3.0 inr. On (B)(6) 2011, pt held coumadin due to inratio results.